Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap appendectomy, the device operator believed that the device malfunctioned. The patient was brought back to surgery to correct bleeding all along the staple line. No other known adverse events were reported. Additional information was requested from the account. Should we receive additional information, a supplemental will be submitted.